Event description:
It was reported that the customer had issues with changing out the site and blood at site. Customer had a no delivery alarm and did not know why because he had to change the site. Customer decided to change everything out again and everything is okay. Customer stated that his blood glucose level was good. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.